Manufacturer narrative:
(B)(4). On an unreported date, the patient died. The cause of death was not reported. The recovery status of the peritonitis event at the time of the patient¿s death was not reported. It was not reported if an autopsy was performed. It was not reported if the patient was performing peritoneal dialysis therapy at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment was unknown. The patient was discharged from the hospital thirty days after admission. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.